Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; planned treatment was performed by the customer when the issue occurred and the user stopped moving the arm and continued delayed of few seconds. The philips field service engineer (fse) inspected the system on site and confirmed that system was performing uncommented movements. Review of the system log file showed that error in application as the enmv at high startup. Upon troubleshooting fse found that geo module was faulty. To resolve this issue, fse replaced the geo module tilt. The defective geo module was returned to philps for analysis, and the cause of geo module failure couldn¿t be conclusively determined by supplier part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was performing uncommanded cranial roll movements when performing left anterior oblique movements. No harm was reported to philips. Philips has started an investigation of this complaint.